Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. As the lot number is unknown, a review of the shop floor paperwork could not be performed. The root cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that "when the physician is reusing the wire it starts to lose its hydrophilic coating. It seems to happen every time he takes it out of the patient and tries to resuse it." No other information is available regarding this complaint.